Manufacturer narrative:
The device sample was not returned for evaluation. The device history record (DHR) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not available for investigation, however, teleflex will continue to monitor and trend related complaints.

Event description:
The event is reported as: the et tube would not deflate nor inflate during pre-test. No report of patient injury.